Event description:
Rptr age 48, has a diagnosis of mixed connective tissue disease. Their symptoms began with the perforation of their silicone breast implants. They had them removed and serologic evidence of their disorder waned briefly only to rise again later. Their symptoms are swelling of the small joints periodically, chronic fatigue, stiffness of joints and low grade fever on multiple occasions. These symptoms have been present continuously for a number of yrs. Rptr has been receiving b12 shots in dr's office due to low b12 levels. They have not undergone at this point, a schillings test. The condition affects rptr's ability to carry out activities of their former occupation which was a salad chef.